Event description:
It was reported that a physician was having an issue with her programming system. The physician was unable to interrogate two patient's devices on (B)(6) 2016. It was confirmed that one of the patient's devices was able to be communicated with soon after, and the physician did not believe the other patient device was depleted. This indicates that the cause of the communication issues was the physician's programming system. Troubleshooting was performed. The handheld was not plugged into an outlet, and the physician did change the batteries in the wand. The physician did check the battery of the wand after replacing it, and the power light stayed on greater than 25 sec. The physician also rotated the wand and ruled to electro-magnetic interference. The physician was provided with a new programming system, which was working properly. The wand, handheld, and flashcard were received on 05/06/2016. Analysis was approved for the wand on 05/10/2016. The wand performed according to functional requirements. Analysis has not been completed on the handheld/flashcard to date.

Event description:
Analysis was approved on the handheld and handheld serial cable on 05/26/2016. During the analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly was associated with a broken wire connection in the serial cable. Once the wire was soldered onto the transceiver pcb, no further anomalies were identified. Analysis of the flashcard was approved on 05/26/2016. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.